Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was attempted at the implant, but not used due to multiple dislodgements during the implant. The physician noted that the lead did not make sufficient contact due to patient anatomy. This lead was replaced with another lead. No patient complications have been reported as a result of this event.